Event description:
New information indicated that the pacing impedance and the capture thresholds were elevated. The right ventricular (rv) was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
It was reported that a rise in pacing impedance was noted on the right ventricular (rv) lead. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.